Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Electronic quality management system (eqms) search: a query was run in the eqms on 13-jan-2026 against "lot number 6010631 and similar malfunction code(s) leak between tubing and site connector detachment / significant wetness leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector. The review confirmed that lot 6010631 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 13-jan-2026 against "lot number" criteria equal 6010631 and similar malfunction codes leak between tubing and site connector detachment / significant wetness, leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector. The count of complaint is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6010631 was manufactured according to the work instruction (wi) version 75 and manufactured in the line inset 5 on 01/dec/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6010631 and related malfunction codes for leakage. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending. For more details see the information under the child inv record (B)(4).

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4) event occurred in sweden. It was reported that the patient faced infusion set leakage issue on (B)(6) 2025. The patient noticed that the tape was wet and felt that it was wet all around, so the tube had probably came out. The patient's blood glucose level was high and kept rising due to leakage issue. No further information available.